Event description:
Additional information received indicated that at another refill 6 weeks after (exact date not provided) the previous refill on (B)(6) 2021 the expected reservoir volume (erv) was 13 ml while the actual reservoir volume (arv) was 14 ml. It was noted that the patient was doing well with pain under control, sleeping well, and no health problems. It was indicated that the empty pump event from january had been relegated to the background for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign nurse via a manufacturer representative. It was reported that the pump was filled with 35 ml on 2021-(B)(6). The actual reservoir volume (arv) was 16,2 ml, and the expected reservoir volume (erv) was 17,5 ml. The patient was doing well but felt concerned about the pump. They were going to fill the pump again in 6 weeks. The patient was instructed on possible complaints of withdrawal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the 35 ml pump was found empty on during a refill on (B)(6) 2021 in which the expected reservoir volume (erv) was 4,5 ml; the refill was planned well before the calculated date. They suspected a partial filling or possible leakage at the pump insertion site/septum. The patient experienced pain, bad taste, nausea, and itching. The patient felt tired and weak. The patient felt like she had been ill. The pump was filled, and the reservoir volume was checked again on (B)(6) 2021. The patient was doing well. The pain was bearable again, and the bad taste and nausea had disappeared. Itching had lessened, but it was still there. The patient was still tired and weak. The patient felt like she was slowly recovering from being ill. At the (B)(6) 2021 check, the expected reservoir volume (erv) was 29 ml, and the actual reservoir volume (arv) was 27,4 ml. It still seemed like the pump was ¿slowly consuming/leaking/running faster¿. On (B)(6) 2021, the patient had recovered and was doing well. They were going to fill the pump on (B)(6) 2021 (well before the next date) and then give a further conclusion about the incident. The patient/incident are being closely monitored. They calculated that the pump was now 20 years old and had been punctured about 200 times (broadly taken). The pump was implanted in 2001 [no further specific date provided]. It was unknown if any [additional] environmental, external or patient factors might have led or contributed to the event. It was unknown if any [additional] diagnostics/troubleshooting were performed. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-(B)(6) . It was reported that the patient's most recent refill was on 2021-(B)(6)